Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the wash buffer reservoir in the closed tube aliquotter (cta) of the unicel dxc 600i synchron access clinical system was leaking. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and replaced the wash buffer reservoir and no further leaking was observed. Repair was verified per established procedures. (B)(4).